Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator was alarming vent inoperable, motor fault, and transducer fault. There was no patient harm as the patient was switched to alternate ventilation.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt800 transducer has failed and is railing low.